Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that angio-seal device anchor was already deformed, when the angio-seal poly-foil pouch was opened and could not be used. The device was not used, and manual compression was applied for one hour to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned partially inserted into the hemostasis sheath along with the incompletely opened poly foil pouch. No other accessory components were received with the device. Visual inspection revealed that that the carrier tube assembly was partially inserted into the hemostasis heath and the deployment sleeve was in the full forward lock positioned. There was a kink in the exposed portion of the carrier tube. The bypass tube was properly placed within the hemostatic valve. The carrier tube assembly was removed from the sheath and examined under the microscope. There was no deformation or damage noted with the anchor. There were no signs of damage or deformation observed on the hemostasis sheath. No other visual anomalies were noted. Functional testing was performed, and the carrier tube assembly was attempted to be inserted into the hemostasis sheath and the deployment sleeve and sheath cap were able to lock and click sound heard. However, due to a kink in the carrier tube assembly, there was some resistance encountered. The deployment sleeve was able to be moved into the full forward lock position and the anchor did exit at the distal tip of the hemostasis sheath as intended. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the cause of the kinked carrier tube assembly may have been due to improperly inserting the carrier tube assembly into the hemostasis sheath, or off-axis forces being applied to the carrier tube assembly. However, the exact cause of the reported event cannot be definitively determined based on the available information.